Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2007. It was reported in (B)(6) 2010 that the pt's charger was unable to locate the ipg. The pt's programmer was successfully communicating with the ipg. The pt was receiving stimulation from the system but was unable to recharge. A replacement charger was sent to the pt. No further info is available at this time. This report is being sent as a precautionary measure as similar alleged events have resulted in the explant of the ipg.